Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 26.0-26.5cm and 32.2-32.8cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations. Reliability laboratory technician. (B)(6).

Event description:
This report is to advise of an event observed during analysis.